Manufacturer narrative:
Describe event or problem: updated. Bsc ID # (B)(4) / tw # (B)(4).

Event description:
It was further reported that the stent jumped toward the distal part of the target lesion and was placed partially covering the lesion.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent positioning/placement issue occurred. The 90% stenosed target lesion was located in the mildly calcified and mildly tortuous right external iliac artery (eia). A 8x60x120 epic¿ vascular was selected for a procedure. There was no visible issue prior to use. During placement of the stent, the stent jumped considerable amount into the distal eia. An additional stent was required. The procedure was completed with another if the same device. There were no patient complications or injuries.